Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 55 mm x 52 mm in diameter abdominal aortic aneurysm approximately two months ago. The proximal aortic neck measured 8 mm in length from the level of the lowest renal artery and 21 mm in diameter. It was reported that, eighteen days post index procedure a proximal type I endoleak occurred. The physician elected to implant another manufacturer's device and the endoleak was resolved. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.